Event description:
New information noted the patient presented initially in clinic for follow-up.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with right ventricular lead noise. The lead was capped on (B)(6) 2023 and replaced. The patient was in stable condition.